Manufacturer narrative:
H3, h6: one sterile 9x30mm biorci screw used for treatment, was returned for evaluation. It was confirmed to be a 9x30mm product. The head shows indication that stripping began excess torque with continued rotation after snagging. Threads have been chewed up midway where the body was fractured in half. There were also more jagged edges and a ¿v¿ slice at the distal tip. These types of symptoms are aligned with entanglement of the guide wire. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent, do not use the driver. Excessive force should not be placed on the delivery instrument. If hard bone is encountered, the biorci tap should be used.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl reconstruction surgery the biorci broke off while it was being inserted into the bone tunnel, all the broken pieces were removed using an artrey instrument. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.